Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the leadless pacemaker exhibited a pacing problem and loss of capture was noted on telemetry. The following days post implant, the thresholds continued to elevate and vary and also exhibited low pacing impedances.  The leadless device was reprogrammed, removed and replaced. No patient complications have been reported as a result of this event.